Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported that in drain 4 of 4 the cycler messaged with an air detected in cassette. Patient's husband stated that he canceled treatment and when he opened the cassette door there was fluid leaking from inside the cassette door. The cycler was replaced. A follow up call was made and it was reported that there was no patient injury.